Event description:
On (B)(6) 2022, rayner received notification of an event that occurred during use of a rayone emv rao200e. The event description provided states that there was an audible snap as the last haptic was coming out of the injector. The lens was removed from the eye.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner.the event description provided states "the doctor heard a snap as the last haptic was coming out. He pulled the lens out of the eye and used another emv injector". Surgery was completed successfully with a back-up rayone emv rao200e without further incident and without any injury to the patient. The additional information received identifies that the healthcare professional used balanced salt solution (bss) as oppposed to viscoelastic as recommended by the IFU. The product has been retained and is being returned to rayner for evaluation. We are currently awaiting the return of the product. The results of the product inspection will be provided in a follow-up report. The use of bss instead of the recommended viscoelastic has likely impacted the injection process in this case.a review of existing vigilance data confirms that this an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 121182272.